Event description:
The customer obtained lower and higher than expected vitros tsh and lower than expected total bhcg ii quality control results when processed on a vitros 5600 integrated system. Control level I: vitros tsh result: 1.028 miu/l vs. An expected 0.670 miu/l control level iii: vitros tsh result: 9.050 miu/l vs. An expected 30.9 miu/l. Vitros total bhcg ii result: 1463.5 miu/ml vs. An expected 2631.0 miu/ml. The customer made no allegations that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if to occur undetected. There was no report of patient harm as a result of this event. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that lower and higher than expected vitros tsh and total bhcg ii results were predicted from two different levels of quality control fluids when processed on a vitros 5600 integrated system. A definitive root cause for the event could not be determined. However, the possibility that a sample mix-up contributed to the event cannot be entirely ruled out. There was no evidence that the vitros 5600 integrated system or vitros tsh and total bhcg ii reagents had malfunctioned. A definitive root cause for the event could not be determined.